Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was admitted to the emergency room and was hospitalized for hyperglycemia on sunday (B)(6) 2019 due to hyperglycemia. It was reported that the customer was brought to intensive care unit because her sugars were high and had not come down after 26 hours. It was reported that the customer had ketones. It was reported that the customer experienced symptoms related to high blood glucose levels which included vomiting. It was reported that the customer was wearing the insulin pump system within 48 hours of reported high blood glucose event. It was reported that the insulin pump had a blank display and the nurse and doctors tried to clean the inside of the battery compartment with alcohol swab. It was reported that the customer had high blood glucose levels of 28mmol/l at the time of admission. It was reported that the customer had current blood glucose levels of 19.8 mmol/l. It was reported that the insulin pump received insulin flow block alarms. It was reported that the customer was treated with intravenous drip. Troubleshooting was not completed during the call. The customer was advised to change out the infusion set, reservoir, and insulin. The insulin pump was not able to turn on. Product is not expected to return.